Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this system exhibited signs of erosion: the device was then repositioned. Approximately four months later, the system was explanted due to signs of possible infection. No replacement information was provided and no other adverse patient effects were reported.